Event description:
It was reported that during the arthroscopy, a part of the implant broke off. The broken piece was retrieved from the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 the complaint allegation was confirmed. One unpackaged ar-1923bc suture anchor, bio composite pushlock® 2.9 x 15.5 mm, batch 15461605, was received for evaluation. Visual inspection of the inserter and handle noted that the inner shaft was slightly bent at the distal end near the tip, with additional bending observed at the eyelet. Evaluation of the returned anchor showed that the anchor was broken in half and was completely deformed and damaged. A functional test cannot be performed because the device is damaged. The most likely cause of the reported failure was determined to be use error, including improper bone preparation, an incorrect insertion angle, and/or failure to ensure full contact between the anchor body and the bone. Refer to directions for use dfu-0087-eor2_fmt_en corkscrew®, pushlock®, and swivelock® suture anchors g. Precautions 4. Pushlock and swivelock suture anchors only: during anchor insertion, ensure that the angle of anchor insertion is coaxial to that of the previously prepared bone socket. 5. Pushlock and swivelock suture anchors only: insert the driver into the bone socket until the anchor body makes contact with the bone. Preview and adjust suture tension, if necessary. Tension will not increase during final advancement of the anchor body. 6. Pushlock and swivelock suture anchors only: ensure that the anchor body is in full contact with the bone before advancing the anchor body into the prepared bone socket